Event description:
Customer reported: ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd):(B)(6) 2024 during dtap vaccine administration, the vaccine began leaking out of the hub of the needle, pushing was paused while the needle was still insitu and the needle tightened in the hub and when continuing to administer vaccine continued to leak from the needle hub. Upon discussion, a second dose of the vaccine was administered in the other arm. As per ipsm, the first dose was considered a partial/incomplete dose and therefore considered invalid/ineffective. Query issue with needle. Impact of incident: the client required a second poke and potential ineffective immunity to diptheria tetanus and pertussis, if only the first dose was administered.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.